Manufacturer narrative:
An event of positioning problem, retraction problem, and valve capsule deformation was reported. The flexnav delivery system was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were functional with no anomalies noted. The inner shaft was noted to be kinked. The proximal and distal ends of the valve capsule were noted to have accordion damage. These damages are consistent with damage during use. Due to the damage on the delivery system, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported retraction and positioning problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implantation, utilizing a small flexnav delivery system (ds). Pre-dilatation was performed with a 22mm true dilatation balloon (the perimeter derived measurement was 22.7mm.). However, during the deployment process, the position of the valve was too deep. Therefore, an attempt was made to resheath the valve. However, difficulties were encountered, and the valve had to be moved to the descending aorta to resheath. The micro adjustment wheel was used to resheath, and a second attempt to deploy the valve was made. However, the position was too high. Difficulties resheathing the valve occurred again, and it was noticed that the valve capsule was damaged, and so the valve could not be successfully completed and resheathed. The partially resheathed valve and flexnav were carefully removed from the patient¿s anatomy without any harm to the vasculature. A second navitor valve and flexnav delivery system was prepared. The second valve was deployed and the first position was also found to be too high. An attempt to resheath valve was performed, but difficulties were encountered while attempting to resheath the valve. The valve capsule was observed to be damaged. Therefore, both the valve and the flexnav were removed from the patient¿s anatomy. A decision was made to implant a 26mm evolut valve. It was noted that the physicians believe the patient's anatomy (particularly the curve of the aortic arch) may have had an impact on resheathing. The evolut valve was successfully implanted, and vascular closure was successfully closed percutaneously. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. It was reported that the patient was stable following the procedure.